Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and atrial oversensing due to ffrw (far-field r-waves). Atrial lead egm with some far field r-wave (ffrw). Automatic lead diagnostics shows atrial lead impedance lifetime minimum of 145 ohms. All other atrial lead impedance trend data within normal limits. Concomitant product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was one instance of low impedance noted on the atrial chronic lead trend. The atrial lead was also noted to have intermittent far field r-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.